Event description:
A malfunction was reported on the pump, indicated by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not reoccur after the reset.